Manufacturer narrative:
Upon receipt of the lcd screen at our quality assurance laboratory, the device was thoroughly analyzed. Visual inspection showed normal wear and tear on the body. Functional testing found the lcd turned on and started up. However, the screen was distorted, and the touch screen is off because of it.

Event description:
It was reported that, in preparation for the photoselective vaporization of the prostate procedure, the patient had been given general anesthesia. While preparing for the procedure, error 521 (language initialization failed) occurred when the console was started up. Additionally, the letters on the monitor were displayed sideways. The console and breaker were turned off, the customer waited 30 seconds, and then the console was restarted. Error 521 no longer appeared. However, the letters on the console screen were still displayed sideways. The console was turned of and on multiple times but the issue did not resolve. The procedure was then cancelled. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia.

Event description:
It was reported that, in preparation for the photoselective vaporization of the prostate procedure, the patient had been given general anesthesia. While preparing for the procedure, error 521 (language initialization failed) occurred when the console was started up. Additionally, the letters on the monitor were displayed sideways. The console and breaker were turned off, the customer waited 30 seconds, and then the console was restarted. Error 521 no longer appeared. However, the letters on the console screen were still displayed sideways. The console was turned of and on multiple times but the issue did not resolve. The procedure was then cancelled. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia.